Event description:
The pt underwent surgery for the implant of a permanent scs system. It was reported the ipg failed to establish communication with the programmer prior to being implanted. The programmer successfully communicated with 2 other ipgs through the box. The physician decided to use a different model ipg and the case was completed.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.